Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. H11: investigation results: the returned hurricane rx dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon burst. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was confirmed. The rupture found in the balloon may have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the rupture on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the papilla during a papillary dilatation procedure performed on (B)(6) 2024. During the procedure, the balloon burst. The device was used to dilate; but the balloon was not inflated. It was reported that the plan was to pressurize the balloon to 8 atm/10 mm, but it was damaged in the middle of the procedure, so the pressure or diameter when the balloon ruptured is unknown. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the papilla during a papillary dilatation procedure performed on (B)(6) 2024. During the procedure, the balloon burst. The device was used to dilate; but the balloon was not inflated. It was reported that the plan was to pressurize the balloon to 8 atm/10 mm, but it was damaged in the middle of the procedure, so the pressure or diameter when the balloon ruptured is unknown. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.